Manufacturer narrative:
Investigation findings: the device was received for eval. The eval was unable to confirm the reported problem of metal shavings however, during a visual examination signs of galling were noted in the handle portion of the device. This type of damage can occur if the drill bit is activated while in the handle portion of the drill guide. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during use of this drill, guide metal shavings were produced and not all of the shavings were retrieved. There was no reported injury or delay associated with this event.